Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history lot, part: 03.010.523-us, lot: 24p8249, manufacturing site: (B)(4), release to warehouse date: feb 21, 2020. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020, the patient underwent mid shaft femur fracture procedure. During the insertion of a lateral insertion nail, the driving cap broke off in the radiolucent insertion handle. A backup device was used. There were no fragments generated from the broken device. The surgery was completed successfully with a twenty (20) minute surgical delay. The patient's status is unknown. Concomitant device reported: radiolucent insertion handle (part#: 03.033.001, lot#: 49p1563, quantity: 1); unknown nail (part#: unknown, lot#: unknown, quantity: 1). This report is for one (1) driving cap/threaded. This is report 1 of 1 for (B)(4).